Manufacturer narrative:
One unit was received for evaluation in used condition. As received, only the infusion site base was returned. The adhesive pad was not present with the base. The cannula length was observed to be missing from the infusion site, and evidence of breakage was noted. No other damages or anomalies were observed. The complaint of an adhesive issue can be confirmed. However, a root cause of the adhesive issue and cannula breakage has not been determined. A lot history review was performed and no non-conformances were identified.

Event description:
It was reported that the patient with diabetes alleged the infusion set had been knocked off while in bed, and as it was partially lifted, they proceeded to pull the site off and when the site was removed, three-fourths of the cannula length was missing. Per reporter, the site appeared puffy but there were no discomfort and no redness. The patient could not confirm if the site had remained under the skin.